Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, there was both "hi fio2" and "low fio2" alarms. The sensor could not be calibrated, upon replacing the oxygen sensor this issue was resolved. There was no medical intervention and adverse effects reported.